Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring was loose. The reservoir could not be held in place. Due to the anomaly, the customer was having high blood glucose. The customer¿s blood glucose level was 12 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with corroded battery tube.